Manufacturer narrative:
Upon evaluating the device fluid ingress was found. The fluid ingress resulted in damage to electronic components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record CAPA(B)(4). These actions have been communicated to the FDA. This report is not an admission that the device caused or contributed to the reportable event identified in this complaint. Haemonetics (B)(4).

Event description:
An orthopat perioperative autotransfusion system was returned to haemonetics on (B)(4), 2008 with no event reported. No pt injury was reported. No operator injury was reported.